Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that an inflation/deflation issue occurred with the cuff. According to the reporter, the ball did not work correctly. The customer indicated that the patient was alive; no injury was reported.